Manufacturer narrative:
The customer did not provide patient demographics such as: age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched. The customer related that a sample interference phenomena is suspected; however this could not be corroborated by bec as no sample has been made available for internal testing. There is no indication that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of this event cannot be determined with the supplied information.

Event description:
The customer reported obtaining reproducible elevated troponin I (access accutni+3) results involving the access 2 immunoassay system serial number (B)(4) and the unicel dxi 600 access immunoassay system serial number (B)(4) for one (1) patient sample. The original elevated result was generated on the access 2 immunoassay system serial number (B)(4) and was repeated twice on the unicel dxi 600 access immunoassay system serial number (B)(4) and lower, but still elevated results, above the assay's normal reference range, were obtained. The sample was also analyzed on both an I-stat instrument and an abbott architect analyzer and lower/normal results were obtained on both methodologies. There was no reported change or impact to patient care or treatment which occurred in association with the reproducible elevated access accutni+3 results. Quality control (qc), calibration, and system check were all performing within the assay's and instrument's specifications at the time of the event. The patient's sample was collected in a heparin plasma tube and was centrifuged for ten (10) minutes at 3000 g. No issues with sample integrity were noted by the customer.